Event description:
The device was returned to the svc ctr for a report from the customer contact that the device alarmed warning: replace battery alarm. This is not a reportable malfunction. However, during verification testing at the svc ctr, the device alarmed with an e321 (battery charger timeout) error code. This error occurs when the battery cannot be fully charged within 8 hrs.

Manufacturer narrative:
"During testing, the device alarmed with an e321 (battery charger timeout) error code. This was due to the battery." The device has been identified as part of a product recall. This report represents all info known by the reporter upon query by hospital personnel.